Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03857.

Event description:
It was reported that patient underwent primary right tha. Subsequently patient experienced a hematoma to right hip approximately 1 month later. No medical intervention was reported and it was noted to have resolved approximately 1 week later. Attempts have been made and additional information on the reported event is unavailable at this time.